Event description:
It was reported that on (B)(6) 2009, while in the operating theater, the catheter was inserted into the patient's right internal jugular vein. On (B)(4) 2009, while the patient was in the hospital ward, the staff noticed that the extension line was separated "around 3cm below the injection hub on the proximal line. The catheter was removed and another catheter was not inserted. The customer stated that they "knew the catheter should not be indwelling over 30 days". Further information has been requested.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.